Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a physician. The physician assumed that the MRI of the head was in the same time frame as the pump motor stall. A motor stall recovery occurred on (B)(6) 2015 and there were no subsequent stalls noted in the logs. The reporter had no additional information regarding the motor stalls, MRI, or use of magnet. Per the session data report of a pump interrogation performed (B)(6) 2015, the pump dose was adjusted on dates (B)(6) 2015. The pump was programmed to deliver flex programming. On (B)(6) 2015, the pump was programmed to deliver baclofen 2000 mcg/ml with a total daily dose of 202 mcg/day. On (B)(6) 2015, the pump programming was updated to deliver baclofen 2000 mcg/ml with a total daily dose of 192.1 mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with baclofen intrathecal (2000 mcg/ml;153 mcg/day; lot number was unable to be obtained, and type was unknown). The other medications the patient was taking at the time of the event was unable to be obtained. The patient's indication for pump use was intractable spasticity and a head/brain injury. On (B)(6) 2015, the patient presented to the emergency room at the hospital with a suspected overdose, decreased strength, and lethargy. The patient's pump had been refilled on (B)(6) 2015. The concentration was changed from 500 mcg/ml to 2000 mcg/ml, but the concentration was not updated. Therefore, the pump rate was not adjusted. An MRI was performed to rule out a stroke, and per radiology the MRI was negative. A magnet was placed over the pump upon the patient's arrival to the hospital. The company representative and physician updated the pump information so that the rate would be correct. It was unknown if the issue had been resolved as of the date of this report. No surgical intervention occurred or was planned. The patient was alive without injury as of the date of this report. Additional information has been requested, but it was not available at the time of this report. Additional information was received from a healthcare provider (hcp) indicated the patient's decreased strength and lethargy had been resolved. Pump interrogation performed on (B)(6) 2015 indicated the baclofen concentration was 500 mcg/ml and the patient was in flex mode with a daily dose of 153 mcg/day last changed on (B)(6) 2015. Pump status after update last changed on (B)(6) 2015 showed the baclofen concentration was 2000 mcg/ml. The daily dose change was a 0.1% decrease to 152.8 mcg/day. The motor stall occurred on (B)(6) 2015 at 23:22 and recovered (B)(6) 2015 at 23:51. Another motor stall occurred on (B)(6) 2015 at 14:09. The programmer serial number, the date/time the MRI was performed, the date/time the magnet was put over the pump and the cause, troubleshooting related to, actions/interventions taken and the symptoms associated with the motor stall on 10/19/2015 were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.